Manufacturer narrative:
An event regarding an allergic reaction to the implanted device involving a duracon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. It appears that the devices remain implanted. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as the primary operative report as well as patient history, follow-up notes and proof of an allergic reaction are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
In 2007, (B)(6) husband, had an artificial knee replacement. He is suffering inflammation over his entire body and fluid buildup around the artificial knee. Sometimes his knee is hot. Doctors ruled out infection. In (B)(6) 2015, (B)(6), dermatologist, and (first name unknown) (B)(6), rheumatologist, told (B)(6) he was allergic to the metal in the artificial knee. (B)(6) conducted patch testing and determined he was allergic to chromium and cobalt. (B)(6), orthopedic surgeon, told (B)(6) there was no way he could be allergic to the metal in the artificial knee. (B)(6) told (B)(6) the only way to determine if he is allergic to the metal in the artificial knee is with a blood test from the (B)(6). (B)(6) requests information on the correct procedure to test if (B)(6) is allergic to the metal in the artificial knee. (B)(6) requests information on what symptoms (B)(6) would exhibit if he was allergic to the metal in the artificial knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In 2007, (B)(6) husband, had an artificial knee replacement. He is suffering inflammation over his entire body and fluid buildup around the artificial knee. Sometimes his knee is hot. Doctors ruled out infection. In (B)(6) 2015, (B)(6), dermatologist, and (first name unknown) (B)(6), rheumatologist, told (B)(6) he was allergic to the metal in the artificial knee. (B)(6) conducted patch testing and determined he was allergic to chromium and cobalt. (B)(6), orthopedic surgeon, told (B)(6) there was no way he could be allergic to the metal in the artificial knee. (B)(6) told (B)(6) the only way to determine if he is allergic to the metal in the artificial knee is with a blood test from the (B)(6) clinic. (B)(6) requests information on the correct procedure to test if (B)(6) is allergic to the metal in the artificial knee. (B)(6) requests information on what symptoms (B)(6) would exhibit if he was allergic to the metal in the artificial knee.